Event description:
Per the clinic, the patient underwent a device repositioning surgery in 2013 (specific date not reported) due to an unspecified reason. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.